Event description:
It was reported that the motor of a medfusion® 3500 syringe pump was not running. No injury was reported.

Manufacturer narrative:
Device eval: one smiths medical medfusion 3500 syringe pump was returned for analysis in used condition. The pump was previously at smiths medical for repair for the issue of motor not running on 08-feb-2018, but the issue was not able to be duplicated at that time and the main board was replaced as a preventive measure. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed the following event: motor not running. Functional testing involved running an occlusion test running at 4.33 ml/hr to duplicate the event as reported in the event history log and showed the device did not duplicate the reported issue. Based on the investigation, the complaint allegation of not running was not confirmed.